Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer's parent reported that the insulin pump battery life does not last long, scratches on the screen making it had to read the display, and unexplained no deliver alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.